Event description:
No new event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, a strand of hair was found within the primary packaging of a roadrunner the firm lt hydrophilic wire guide. The product was being inspected by the user facility when it was received, what the foreign matter was found. The device did not make patient contact. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. The customer did not return the complaint device for evaluation. However, there were photos provided. The photos show a long hair sealed in the packaging. In response to this incident, cook reviewed the device history record. The DHR for lot the complaint device lot records one non-conformance for foreign matter, reworked seven. A database search for complaints on the reported lot found no additional complaints reported from the field. Although there has been a total of one lot related complaint for this failure mode, there is 100% inspections to capture this failure mode prior to distribution and there is objective evidence that the DHR was fully executed. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded manufacturing/quality control deficiency contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k # k182985. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a strand of hair was found within the primary packaging of a roadrunner the firm lt hydrophilic wire guide. The product was being inspected by the user facility when it was received, what the foreign matter was found. The device did not make patient contact.